Event description:
Pt admitted with dx of lumbar spinal stenosis and spondylolisthesis and had a posterior lumbar decompression, instrumentation, and fusion -l2-s1- on (B)(6) 2010. The synthes pangea top tightening eyebolt system was used and a final torque limiting rachet mechanism was performed. On (B)(6) 2010, the md called to report that an x-ray revealed that the rod had telescoped out of the screw. The pt was asymptomatic.